Event description:
Medtronic received information that the patient implanted with this bioprosthetic valve sustained a post-operative stroke a few days after implant and the patient died while in the hospital. It was reported that the valve replacement procedure was required because the previously implanted mechanical heart valve (implanted 20 years) had developed scar tissue. Further information was received that it was not a post-operative stroke that the patient died of. The patient was hospitalized for shortness of breath. The patient was cathed and intubated due to cardiogenic shock with initial systolic blood pressure in the 60's. Fluoroscopy in the cath lab revealed no disk movement. A transthoracic echocardiogram revealed critical aortic stenosis and aortic insufficiency. Cath revealed severe aortic insufficiency. Pre-operative diagnosed was confirmed to be malfunctioning of this mechanical valve and composite graft, status post repair of aortic dissection. The procedure was initiated urgently for redo bentall procedure using a bioprosthetic valve and graft. Prognosis was poor, but hope for survival was redo surgery. There was no cardiac arrest. At the time of removing the valve,there was subvalvular pannus formation that was holding the valve partially open or partially close. There was no gross evidence of infection. After the patient's sternum was opened, the patient became hemodynamically unstable. A bioprosthetic valve and graft was successfully implanted. A blood transfusion was given and blood pressure and pulse became more stable. After the procedure, they could not place an intra-aortic balloon pump due to evidence of severe thoracabdominal disease with areas of dissection and intramural hematoma. Many of the vessels of the abdomen were supplied by the false lumen. The patient was noted to be very ill prior to surgery and returned to the ICU in guarded condition, and later died.

Manufacturer narrative:
No product was returned for laboratory analysis. The device history record for this valve was reviewed and there were no anomalies noted. The patient had a med hall conduit valve implanted for over 20 years, which was explanted due to a leaflet not moving causing aortic stenosis and aortic insufficiency. A freestyle valve was implanted. The operative report revealed a very sick patient who suffered from myocardial and pericardial adhesions and had marked hemodynamic compromise and low blood pressure while administering anesthesia. The report says that during surgery, it was revealed that the cause of the aortic stenosis and aortic insufficiency was due to the lack of leaflet motion caused by pannus formation on the valve. Pannus is generally considered a patient condition; however, the patient's need for device replacement may have contributed to the patient's death, in combination with their complicated history. The valve was not returned for analysis, therefore, the cause to this event could not be determined. Please note that the device manufacturing date is valid for month and year, not date of the month. (B)(6). (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.